Manufacturer narrative:
Medwatch (B)(4) was received from the FDA. It was reported that the customer was brushing her teeth and the bristles from the toothbrush broke off in the customer's mouth causing her to cough. It was not specified how the bristles were removed, from their mouth. No additional intervention was reported. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer used the toothbrush and the bristles from the toothbrush broke off in the customer's mouth resulting in discomfort and coughing.